Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that a (B)(6) caucasian female patient who underwent breast augmentation revision on (B)(6) 2002 developed bilateral baker grade iii capsular contracture. The patient had an ultrasound and mammogram on (B)(6) 2018 that show left device rupture and silicone granuloma in the left breast and axillary region. The patient underwent removal and replacement of devices with mentor gel implants on (B)(6) 2018. Pathological analysis of the left breast capsule showed fibrosis and foreign body cell reaction and pathological analysis of left breast capsule with mass revealed foreign body cell reaction, dystrophic calcification and fibrosis. There was no malignancy identified. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. White material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. At this point it is not possible to determine the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Granulomas are noncancerous lumps that can form when certain body cells surround foreign material, such as silicone. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On 07/17/18, it was reported incorrectly that the report was for the right breast implant. The report was for the left breast implant. In addition, on 07/16/18, it was reported to mentor that the patient had experienced capsular contracture and granuloma and calcification of the site. (B)(4)

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implants 250cc , 3507250bc, lot 243767, serial number (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with gel mentor memorygel breast implants 250cc and experienced rupture on the left breast implant, granuloma and a capsular contracture grade iii on the left breast implant and capsular contracture grade ii on the right breast implant. . The rupture was confirmed by mammogram and ultrasound. As a result, the devices were removed and replaced with gel mentor memorygel breast implant 200cc, catalog number 3502001bc, serial number (B)(4), lot number 7566502 on the left breast implant and with gel mentor memorygel breast implant 200cc , catalog number 3502001bc, serial number (B)(4), lot number 7580888. On the right breast implant on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient felt lump on the left breast implant. There was free silicone and calcifications on the left breast implant and left axillary nodes. There was a palpable mass on the left breast. The patient was not hospitalized. (B)(4).

Manufacturer narrative:
On 09/29/2018, it was reported to mentor that the device history record (DHR) of lot number 243767 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer¿s reference number: (B)(4).